Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump stopped without warning while patientwas receiving therapy. No alarms issued. Redx's noted through the battery icon and heliumicon". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Event description:
It was reported "pump stopped without warning while patient was receiving therapy. No alarms issued. Redx's noted through the battery icon and heliumicon". Additional information states that the iabp console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 cpm board. The sample was returned in the cpm board shipping box, protected by protective shipping packaging, and further enclosed in an electrostatic protective bag. Visual inspection of the cpm board was performed, and no abnormality was not-ed. The returned cpm board was installed into a known good ac3 for functional testing. The pump was powered up successfully. Pumping was initiated. The static ram, voltages and balloon volumes were checked, and all were within specifications. Performed ECG, ap signal and trigger checklist and passed. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. The pump was left to run for approximately over 60 minutes with no issues. The cpm board functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "pump stopped working" is not confirmed. The returned cpm board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undeter-mined. No further action required at this time.